Event description:
Plastic tubing and luer lock ends have cracked on several occasions after lipid infusions. Tubing is changed every 12-24 hrs of use. Item will no longer be used with the above procedure but will continue to be used with other procedures.